Event description:
It was reported by repair work order that the cot became stuck as it was coming out of the ambulance due to debris in the power load system transfer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.